Event description:
It was reported that atrial undersensing was observed on a recently recorded rythmiq episode that led to inappropriate pacing by the pacemaker. The patient had a tentative follow-up appointment scheduled for (B)(6) 2026 at which time the atrial sensitivity (currently programmed fixed 0.75 mv) would be considered. No adverse patient effects were reported.